Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 17.0cm was returned for analysis. External insulation abrasion was noted at 14.6-15.9cm from the connector pin, consistent with lead friction to the ICD can. The outer insulation was abraded at 14.7-15.2cm from the connector pin and the (B)(4) coating was abraded at 14.9-15.1cm from the connector pin. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that the patient received a vibratory alert and presented to the emergency room. The patient felt dizzy and short of breath at the time of the alert. Device interrogation revealed low, out of range high voltage lead impedance. A command shock was performed through the rv to svc and can vector. Normal in-range impedance was observed. When a second command shock was performed, the device went into backup vvi mode. The device was explanted and replaced. Insulation damage was noted on the lead. The lead was cut, capped, and a portion returned for analysis. The patient was fine and was discharged after the procedure.